Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, since leak from the biopsy channel was found, fluid may have invaded the device from the leaking area. It is likely that conduction failed by influence of the fluid, which led to temporary occurrence of the e216 error. In addition, physical stress was applied to the insertion section during user handling which caused the charged-couple device (ccd) unit to be damaged. The damaged ccd likely led to temporary occurrence of the suggested event. However, a definitive root cause could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device inspection did not reproduce the customer's allegation. In addition, water tightness was lost due to damage on the channel, angulation in the up direction did not meet standard value due to wear of the angle wire, the adhesive around the objective lens and light guide lens was warn due to chemical/physical stress, the distal end cover was cracked due to handling, and the adhesive on the bending section was covered due to chemical/physical stress. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: (B)(6).

Event description:
The customer reported to olympus, the bronchovideoscope had scope communication error (error e216) when connecting the equipment to the video processor. The issue was found during an unspecified event. There were no reports of patient harm.